Event description:
It was reported that the ilet pump displayed alert 38 indicating a motor stall for approximately two days, and during troubleshooting a restart was performed and a dry run without a cartridge resulted in an ¿unable to proceed¿ message when attempting to fill the tubing; the ilet battery was above 50 percent and a replacement device was processed. Symptoms included interruption of insulin delivery due to a motor stall. Outcomes included device replacement and return of the original device. Investigation included remote troubleshooting, restart guidance, and a dry run to assess motor and infusion functionality. Investigation of this case revealed a motor stall consistent with a pump motor or drive mechanism malfunction during priming, with confirmatory failure to proceed in a dry run. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.